Event description:
During patient controlled analgesia the clinician noted reservoir low error message and dosing completed on patient receiving pain management. The clinician removed the cassette/reservoir to exchange with a full delivery cassette and noted significant volume remaining in the removed cassette. The removed cassette should have had approximately 6ml volume remaining. Due to past events of similar nature, the clinician removed the infusion pump, IV set, and removed cassette to be sent to pharmacy for volume determination. Pharmacy decanted 98ml from the 100ml cassette. Biomedical review of the pumps given and pca dose counter noted 620 dose attempts and 246 given doses in the pump event logs. In addition to this event we have sequestered 3 additional infusion devices in the last 10 days with similar event outcomes of these devices under infusing. The manufacturer is aware of these issues and we are currently working with them for resolution and analysis. Manufacturer response for pump, infusion, pca, cadd solis (per site reporter): there have been several reports to the manufacturer and medwatch for under infusion events. Issue is under current investigation by manufacturer and they are working with our facility to try to resolve issue.